Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA in november 2014.

Manufacturer narrative:
Follow-up #1 date of submission 04/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim with discolored text. Unrelated to the complaint, all of the keypad buttons were intermittently unresponsive. The keypad cover was torn at the ok button. The keypad cover was removed, and contamination was found under all button contacts. Also unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.